Event description:
Cholangiocath was used for a cholangiogram during a laparoscopic cholecystectomy. The metal tip separated from the catheter while in the duct. The metal tip was retrieved without difficulty. Device has been returned except for metal tip.